Manufacturer narrative:
The device associated with this incident was returned for investigation. Product testing was completed, and no problem was detected.

Event description:
The patient took the livongo blood pressure monitor to the doctor for an accuracy check. The livongo result was 167/89. The sphygmomanometer result was 123/84.